Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed to detect on bus. A field service engineer addressed a bus detection issue with the refrigerator by cycling the backup battery and rebooting both the refrigerator and medstation. Verified functionality through hardware test application and acceptance testing. After restarting the application, the customer successfully accessed the refrigerator and inventoried medications. Issue resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the door would not open and that the device was not detected on the bus. The customer rebooted the device; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.